Manufacturer narrative:
Upon reception, the device was tested and the reported behavior could not be reproduced: no anomaly is suspected on the cpr3h. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the head overheat during device interrogation.

Event description:
Reportedly, the head overheat during device interrogation.